Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image is not displayed due to cracked receiver module lens. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the video system center had no image. The issue occurred during preparation for use for a gynecologic laparoscopy procedure. The therapeutic procedure was completed with a similar device and without delay. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.